Event description:
Reporter indicated that during surgery to replace generator due to end of service, high lead impedance reading was obtained. Lead was also replaced. Further investigation revealed that high lead impedance readings were obtained during previous office visits beginning on 03/2001, indicating a possible lead fracture.